Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
This complaint is MDR reportable. It was reported during use of an unknown syringe with needle the following was reported. Dr, neurologist, ordered lab work during a consultation in her office on wednesday (B)(6) 2017 at 9:00am. I checked in for lab work at 10:39am. The same day after the neurology appointment due to a tremor in my right hand and arm already, the tech took blood from my left arm. I felt a burning sensation from the needle go own my left arm to my wrist during and after the lab draw. The needle felt like it went deeper than it should or something. The two techs nervously laughed. My body goes into tremors during lab draws. A tech draws the blood and a second tech has to hold me still because of the tremors. After the lab work was completed, my speech was worse than what it already is and my walking/gait worsened too. I call dr's office and spoke to a nurse. Dr would not see me and was advised to go to the emergency room. I also called the lab clinic within the hour of leaving and was advised to call dr's office (which I had done) and go to the emergency room. I went to the emergency room (B)(6) 2017, seen by pa who ordered CT scan; told everything was fine with CT scan. Spoke with (B)(6) and administration.